Manufacturer narrative:
(B)(4): the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4)

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 90% stenotic lesion was located in the severely tortuous and severely calcified distal to proximal right coronary artery. The physician predilated the lesion with a 2.5mm balloon and then advanced the 2.5x32mm taxus liberte stent to the lesion but was unable to cross. Upon removal a lifted stent strut was observed. The procedure was completed with another 2.5x32mm taxus liberte stent. No complications were reported and the patient's condition is good.